Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "a lot of samples have only n1 positive with low fluorescence value and high CT, upon repetition they are negative."

Manufacturer narrative:
Investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number ct1211. Customer reported receiving false n1 positive results on bd-sars-cov-2. Field service was dispatched. Field service replaced pump #2. Instrument was returned to the customer functional. No parts were returned to bd for investigation. Complaint is confirmed. Root cause was due to contamination in pump #2. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: a lot of samples have only n1 positive with low fluorescence value and high CT, upon repetition they are negative.

Manufacturer narrative:
The following fields were updated with corrected information: b.5. Describe event or problem: it was reported while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument d.1 medical device type: ooi d.2. Common device name: instrumentation for clinical multiplex test systems d.4 medical device catalog #: 441916 d.4. Medical device serial #: (B)(6) d.4. Unique identifier (UDI) #: (B)(4) g.5. PMA / 510(k)#: k111860

Event description:
It was reported while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: a lot of samples have only n1 positive with low fluorescence value and high CT, upon repetition they are negative.